Manufacturer narrative:
(B)(6). The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the pc unit showed that the infusion was running at specific rate, but it was noted to be running faster pushing 2/3 of the arsenic infusion over 30 min, when it should be two hours for total infusion. The clinician claims that they saw two pump modules infusing at a faster rate. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that the pc unit showed that the infusion was running at specific rate, but it was noted to be running faster pushing 2/3 of the arsenic infusion over 30 min, when it should be two hours for total infusion. The clinician claims that they saw two pump modules infusing at a faster rate. There was patient involvement but no harm.